Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical specialist (cts) assisted the customer over the phone. The customer aspirated the probe wipe bottom port tubing #5 (waste evacuation port) and through the valve (lv8). The customer cycled the instrument without further leakage and the reported issue was resolved. (B)(4).

Event description:
The customer reported the probe on the coulter ac·t diff analyzer was leaking a few drops of fluid every time the customer performed a control sample. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. There was no death, injury, of affect to user or change to patient treatment attributed to this event.